Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a "burning" smell. Also noted was that the programmer would not print. The programmer will be sent in for repair. No patient complications have been reported as a result of this event.